Event description:
It was reported that as lvp 20d low sorb ss 0.2m had air in the line. The following information was provided by the initial reporter: material no: 10010454 batch(lot) no: unknown. It was reported that tubing snapped after getting caught on bed.

Manufacturer narrative:
The customer reported ¿tubing snapped after getting caught on bed¿. Received from the customer was one used primary set model 10010454, lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set¿s pvc tubing sleeve (p/n 660134) was torn from the 0.2 micron filter (p/n 10012217) inlet port. No signs of insufficient solvent was observed on the end of the pvc tubing sleeve where it is inserted onto the filter¿s inlet port spigot. Stress/tear marks were observed on the pvc tubing sleeve. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed during visual inspection. Due to the damage to the set and the leaking that would occur, functional testing was not performed. A dimensional analysis was performed on the set¿s filter inlet port. The top outside diameter of the inlet port measured 0.119¿, within the specification of 0.120¿ +/- 0.005¿. The base outside diameter of the outlet port measured 0.135¿, within the specification of 0.135 +/- 0.005¿. Due to the current manufacturing process used to attach the pvc tubing sleeve to the nitro tubing and 0.2 micron filter port spigot, dimensional analysis cannot be performed on the tubing sleeve. Slight tugging was performed on the engagement between the nitro tubing and 0.2 micron filter outlet port to see if any separation would occur. No separation was observed on the engagement. Equipment used (visual inspection and measurement performed on 15-sep-20) calipers, eq02784, calibration due date: (B)(6) 20. Optical ram-cnc, eq08204, calibration due date: (B)(6) 21. Dino lite microscope, eq106199, ncr. The device history record for primary set model 10010454, lot unknown could not be conducted because the lot information was not provided. The cause of the separated tubing was due to an excessive external lateral force being applied to the tubing at the filter inlet port location. The root cause of the excessive external lateral force was due to the tubing getting caught on bed per the customer¿s event description.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d low sorb ss 0.2m had air in the line. The following information was provided by the initial reporter: material no: 10010454 batch(lot) no: unknown. It was reported that tubing snapped after getting caught on bed.